Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic after a vibratory alert was received. Upon device interrogation, backup vvi mode was noted. The device was restored successfully. Cyber security was also updated. Patient was stable and will continue with their routine follow-ups.